Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hty. (B)(4). Device broke intraoperative not implanted of explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): it was indicated that the device broke intraoperative and a fragment is retained in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an osteosynthesis for left bimalleolar fracture, two threaded steel wires for cannulated screws broke off. A broken off piece remained in the patients left tibia. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 22sep2016: the parts of the guide wires are inside the patient's bone, the remaining parts have been discarded. Unknown if there was no patient harm, except or the piece left in the patient. Unknown if procedure was successfully completed.